Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure, scratch on the les was found. A new lens was used to complete the surgery. There was a patient contact however no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The file indicated, the use of a non-qualified lens/cartridge combination. The company lens is only qualified for use in the company cartridges. Company ovd is the only qualified viscoelastic. The handpiece indicated is qualified, when used with the qualified lens/cartridge combinations. Two viscoelastics were indicated, only one was qualified for this lens with the qualified company cartridge combinations. It is unknown, if a qualified product was used. The root cause for the reported complaint appears to be related to failure to follow the instruction for use (IFU. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.10. The lens was returned adhered to a 3m tegaderm strip. Blood, solution, and adhesive was observed on the lens. One haptic was bent in the distal area. The optic was cut into three pieces, typical of insertion and removal. One cut optic portion has a deep scrape mark. The manufacturer internal reference number is: (B)(4).